Event description:
It was reported by service report that the side rail release handles were broken and had sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Yellow latch handle.